Event description:
It has been reported to philips that, exposure was not possible. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the log file showed that cannot communicate with ippc. Fse found that the image processing personal computer did not boot correctly. The fse has reestablished the ip pc system connection. After reestablishing the ippc system connection, the system was functional and returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.